Event description:
It was reported that the metal cast of the 31" bar has cracked and broken. There was no report of pt injury or medical intervention associated with this incident.

Manufacturer narrative:
The manufacturer is attempting to obtain additional details from the user facility regarding the reported incident. A follow up report will be submitted once additional details become available.